Event description:
It was reported that a spectrum iq pump failed flow rate testing during preventive maintenance. The pump was programmed to deliver 30ml at 250ml/hr during an unspecified process step and only 26-27ml was delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow rate testing, the device delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.